Manufacturer narrative:
Ad the device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Iol discarded.

Event description:
It was reported the intraocular lens (iol) was inserted in to the patient's ocular dexter (right eye) and the haptic overrode the lens. The lens was removed and there was no incision enlargement. The lens is not available for return as it was discarded. No further information is available.